Manufacturer narrative:
Investigation results: the product was not received. The investigation was based upon device history review, historical data analysis, and event description. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to the manufacturer's specifications, valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against the affected batch number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revison surgery. Conclusion/preventive measures: based upon the investigation results and information available, a root cause cannot be determined. The results show no hints for a product or manufacturing error. In the event that the product is returned in the future, another investigation will be performed unsolicited. Based upon the investigation results, a CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2024-00087 (internal aesculap ag ref. No. (B)(4)); 9610612-2024-00171 (internal aesculap ag ref. No. (B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product so275p - cespace xp implant 5° 16x5mm. According to the complaint description, a cage was implanted in 2019 and 2022 in the cervical spine. The patient had an immune response with lymph node swelling after the disc surgery. As the pain continued and a pseudarthrosis had appeared without any bony development, the patient was revised. During the procedure, a complete detachment of the titanium/plasmophore coating of the cages was found with deposits in small conglomerates in the bone and scars in the soft tissue. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revison surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).